Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply stopped working. The surgeon had to open the leg to complete the case. They did not have another power supply to use. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).